Event description:
It was reported that a new ilet user experienced hyperglycemia after announcing a usual-size meal despite eating more than usual, then expressed concern that the pump was taking too long to bring down a blood glucose of 263 mg/dl; the user was advised to remain connected to the pump and allow it to correct gradually, and the contact detach infusion set was in use. Symptoms included hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure or method, and user interface involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.